Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. The tubing set was connected to an unspecified clave port connected to the pt's PICC (peripherally inserted central catheter) and was being used to deliver an unspecified antibiotic, at an unspecified rate. After an unspecified length of time, the customer contact reported that after the delivery was complete, the nurse attempted to flush the pt's PICC line. It was reported that the nurse attempted to disconnect the option-lok male adapter of the tubing set and heparin lock the PICC line. At this time the customer contact reported that the nurse noted that the option lock male adapter was stuck. The customer contact reported that the nurse attempted to wiggle and loosen the extension. It was reported that the extensions broke completely in half, just outside of the clave port. No specific details were provided. The customer contact reported that the nurse immediately performed a sterile clave change on the PICC line without further complications. There were no reported adverse pt effects and no reported delay of critical therapy to the pt. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
One used device was received for testing and investigation. Visual inspection of the device revealed that the male adapter of the option lok was broken off. There are white drag marks indicating the use of force on the male adapter. Hospira completed a formal investigation to address the issue of device breakage of the clave secondary part. Based on the investigation results, the reported defect is related to the design. The spin collar option-lok "t" dimension was changed and this change was made to overcome interference with the clave and micrbore clave thread stops. (Also, other connector could be impacted). The slightly reduced thread length may be a contributing factor in customer complaints recently received of broken male adapter. This report represents all info known by the reporter upon query by hospital personnel.